Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation auto bipap with an allegation of asthma (new or worsening) chronic asthma and acute respiratory distress syndrome. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation auto bipap with an allegation of asthma (new or worsening) chronic asthma and acute respiratory distress syndrome. The manufacturer was made aware of this complaint through a representative of the customer. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box g: report source - other has been updated. Section h6 was updated.